Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: during an internal review it was noticed that the country of case should have been captured as canada. Furthermore, the suspect drug essure was recoded to capture the correct country also. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in an adult female patient who had essure inserted (lot no. C91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of lower abdominal pain, abnormal uterine bleeding, dyspareunia, heavy periods, swelling, irregular periods, genital bleeding, left lower quadrant pain, non-smoker, parity 2, multi gravida and ovarian cyst. Previously administered products included: iud nos. Concurrent conditions were listed as spotting vaginal, endometriosis and lower abdominal pain. Concomitant products included advil (ibuprofen), acetaminophen (paracetamol) and aleve (naproxen sodium). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy (using the essure)"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: essure coils were placed on the left side, leaving one coil in place and then on the right side, leaving three coils in place. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: pelvic pain, essure coils placed (B)(6) 2014. Source of specimen: fallopian tubes, bilateral and essure coils. Gross description: the laterality of the fallopian is not identified. Also submitted in the container are two silver colored coil metallic pieces (average dimension 3.4 cm in length and 0.2 cm in diameter). The fallopian tubes are grossly unremarkable. Diagnosis: bilateral salpingectomy and essure coil x 2 -no pathological abnormality; on (B)(6) 2020: clinical history: abnormal uterine bleeding source of specimen: uterus and cervix peritoneal biopsy, left uterosacral query endometriosis peritoneal biopsy of left ovarian fossa. Gross description: the specimen is opened to reveal a grey tan unremarkable cervical canal, ending in the triangular shaped endometrial cavity measuring 2.9 cm from cornua to cornua and 3 cm in length the endometrial lining is partially thickened with red mucous. The myometrium is tan, white heavily trabeculated with focal pinpoint areas of hemorrhage and grossly appears unremarkable. Diagnosis: 1. Uterum showing post ovulatory early secretory endometrium, unremarkable cervix and myometrium 2. Peritoneal biopsies consistent with endometriosis. Procedure: total laparoscopic hysterectomy preservation of ovaries [pregnancy test urine] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2014: 3d pelvic ultrasound for coil placement: there is artifact from known tubal coils. Their proximal ends demonstrate satisfactory position at the uterotubal junctions. They are seen extending into the adnexae with smooth morphology. No complication demonstrated. Tho uterus, ovaries and adnexae care otherwise unremarkable. There is trace amount of free fluid; on (B)(6) 2019: findings: the uterus appears normal with no discrete intrauterine lesion identified. The uterus measures 8.2 x 4.6 x 4.9 cm. The endometrial echo complex measures 8.6 mm in thickness. Both ovaries are visualized and appear normal in size and echotexture. There are no adnexal masses seen. No free fluid evident in the posterior cul-de-sac. Batch no c91762 production date 2014-07-31 expiration date 2017-07-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Lab data including (surgical pathology report) wad added. Medical history, concomitant drugs, historical drugs were added. Patient information updated. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no. C91762) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation and pregnancy with contraceptive device outcome was unknown and the abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 21-jan-2021: the essure lot number was added. New reporter types (lawyers) and new adverse events (chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal cavity or pelvic cavity, perforation of the uterus, fallopian tubes and other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, psychological stress) were provided. The adverse event medical device removal was added as a non-drug treatment of the adverse event fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in an adult female patient who had essure (batch no. C91762) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation and pregnancy with contraceptive device outcome was unknown and the abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Batch no: c91762, production date: 2014-07-31, expiration date: 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.